Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed a software error and failed battery test. The patient¿s blood glucose level was 189 mg/dl at the time of the incident. Customer declined to troubleshoot. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. No unexpected pump error alarms during testing however, the formatted history file confirmed pump error alarm, line number (B)(4), due to a software error. No failed battery test alarm noted. Insulin pump passed the self-test, sleep current measurement and active current measurement. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.